Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the switch on the blower mister would not adjust to "on" and "off". The device was either completely on or completely off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It is unknown if the product is returning for evaluation.